Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited high capture thresholds. On (B)(6) 2017, the lead was capped and replaced. Patient was stable and there were no complications.